Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32746. Related manufacturer reference number: 1627487-2020-32747. It was reported that experienced ineffective therapy. Patient declined attempts to reprogram the simulator. As a result, surgical intervention was undertaken wherein the entire system was explanted

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.